Manufacturer narrative:
(B)(4). Additional device info: information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the hand activations contacts bent. The tissue pad was in good physical condition and properly attached to the clamp arm - not detached as reported. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no yellow alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors or activation issues. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad became detached from the device. It was retrieved. There was no patient impact. The device will be returned.

Manufacturer narrative:
(B)(4). Received information from the sales rep that the device returned on this complaint was the wrong device. The correct device is being returned and after analysis a revised supplemental report will be sent.